Event description:
The doctor reported that the prosthesis kept coming loose despite multiple tightenings and screw changes. No impact on the patient reported. This event represents one of the multiple tightening of the screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided d4: expiration date unknown / not provided d9: device availability unknown / not provided.